Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, inflammation, implant injury with granulations. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient later reported pathology found "synovial metaplastia focal", "chronic nonspecific inflammation - minimal". Markers were cd30-, alk- with no evidence of malignancy with the specimen. Patient prescribed unspecified medications to treat inflammation and pain after surgery occurred. The device has been explanted.

Event description:
Patient reported left side rupture, inflammation, implant injury with granulations, pain. Patient may have bia-alcl or cancer test conducted. The device remains implanted.